Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The instructions-for-use was found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been at target until the last 1-2 hours in an arctic sun device. The patient temperature has dropped over this time. Patient temperature (pt) was 35c - as/esophageal (35.5 - rectal/bedside), targeted temperature (tt) was 37c, water temperature (wt) was 36.7c, flow rate (fr) was 2.8lpm, patient was 91kg with medium pads in place and was well covered. Has blanket on, no warm blankets or bair hugger. Rate was set to 0.25c, but they increased to 0.5c. Explained device seemed to be responding appropriately. They would see what other external measures they were able to take per protocol. Offered to show how to increase hwl to 42c and declined. Encouraged to keep a close eye on patient skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been at target until the last 1-2 hours in an arctic sun device. The patient temperature has dropped over this time. Patient temperature (pt) was 35c - as/esophageal (35.5 - rectal/bedside), targeted temperature (tt) was 37c, water temperature (wt) was 36.7c, flow rate (fr) was 2.8lpm, patient was 91kg with medium pads in place and was well covered. Has blanket on, no warm blankets or bair hugger. Rate was set to 0.25c, but they increased to 0.5c. Explained device seemed to be responding appropriately. They would see what other external measures they were able to take per protocol. Offered to show how to increase hwl to 42c and declined. Encouraged to keep a close eye on patient skin.